Event description:
The complainant reported that there was cardiac arrest, arrhythmia and ventricular fibrillation during impella cp patient support. While on support, the patient required intubation for coding and cardioversion for ventricular tachycardia. The patient achieved return of spontaneous circulation. Later, the patient went into ventricular fibrillation. The patient¿s family made him ¿do not resuscitate¿. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia/ ventricular fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.